Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information received from a consumer patient. The patient was receiving baclofen 500mcg/ml at 299.80mcg/day and morphine 40mg/ml at 23.984mg/day via an implanted pump. Indication for use was noted as non-malignant pain. The patient wanted advice as to which catheter the physician should use. The patient wanted to know if other patient's had issues with their type of catheter. The patient reported a catheter problem since implant (B)(6) 2015. There was no out of box failure. The change in symptoms/therapy was gradual. The patient stated after they were implanted with their current pump, they were having "catheter problems" the patient stated their back was "leaking." The leaking was soaking the patient's bed and clothing with "lots of fluid." The patient stated they had to use special pads for the bed. The patient wen to their physician's office, where they had a procedure done to fix it. The issue resolved.